Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 61 percent remaining to 15 percent remaining within approximately eight months. The s-ICD was explanted and successfully replaced due to suspected premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 61 percent remaining to 15 percent remaining within approximately eight months. The s-ICD was explanted and successfully replaced due to suspected premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.